Event description:
Imed is pursing a process change of the silicone & elastomer diaphragms from the current compression mold to a liquid mold process. This process change will enhance the performance pressure & also increase the tear resistance of the materials.